Event description:
A permanent medtronic 7070 synergist pacemaker was placed in may 1990 due to 2:1 heart block. Atrial lead model was 4504. On 9/5/92 the patient experienced the onset of syncope and near syncopal episodes. Following admission, the telemetry monitor demonstrated intermittent loss of sensing and pacing. Lead replacement was attempted unsuccessfully on 9/10/92. The procedure was completed successfully on 9/11/92. Since the site of implant was changed, the patient was given a new pulse generator - medtronic model 7076 elite, dddr pacer, programged to the ddd mode. Leads used were model 4024-58 ventricular and 4524-53 atrial bipolar steroid-tipped lead.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: insulation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.